Manufacturer narrative:
Review of the approved device history records indicated the lot met all release criteria. A lot history trending review indicated there are no other complaints for this lot number. The device was not returned to the manufacturer; therefore, an evaluation could not be performed. Based on the information provided, the root cause of this complaint cannot be determined.

Event description:
It was reported that during the treatment of a splenic aneurysm with a very tortuous vessel, the physician attempted to use a 20cm x 50cm framing coil. A 4fr glidecath 100cm was placed for access. Resistance was encountered upon advancement through tortuosity. The coil was reported to detach in the catheter upon positioning. The coil and catheter were removed together as a system. A new system was placed and the procedure was successful. No patient injury reported.